Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). 8015 unit. Serial # (B)(4). Case close complete. Customer called in for help on 8015 unit has a error code 800-8000 on unit and want go away. To resolve the issue needs to reflash software on unit. The software is corrupt on unit, the cause of the issue when unit was on the floor. Was interfere by another medical unit that does not belong to us or taking patient for a MRI we ask do not bring the units in that room or cell phones & construction in that area can cause the error to pop up on unit. To resolve ths issue is to reflash the software if flash fails retry if it fail again. Then your main board which is the logic board has went out will need to be replace on unit. (B)(4).